Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the scrub tech was observing the packaging when they saw an eyelash inside the stryker resector. The packaging was not open.

Manufacturer narrative:
Alleged failure: the scrub tech was observing the packaging when they saw an eyelash inside the stryker resector. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause(s) could be inadequate cleaning process and/or uncontrolled environmental conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the scrub tech was observing the packaging when they saw an eyelash inside the stryker resector. The packaging was not open.